Event description:
It was reported that the patient died suddenly. The patient initially complained about the dizziness and fell over and arrived at the hospital relatively quickly but did not respond to cardiopulmonary resuscitation (CPR). The healthcare professional inquired about whether or not the death was related to the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, pacing capture threshold in the rv (right ventricle) was elevated, and the unexpected delivery of a ventricular tachyarrthymia therapy. Beginning (B)(6) 2014, 4685 ventricular sensing integrity counts (sic); vt-ns, high rate-ns, ventricular oversensing-noise, and vf detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. On (B)(6) 2014 rv coil impedance spiked to 254 ohms, up from a trend in the 30-40 ohm range. On (B)(6) 2014 rv pacing impedance spiked to 4047 ohms, up from a trend in the 300-400 ohm range. On (B)(6) 2014 svc coil impedance spiked to 254 ohms, up from a trend in the 40-50 ohm range. Rv capture threshold measured greater than 2.5v and provided variable measurements ranging from 1.375v to greater than 2.5v dec-2013 through nov-2014. Rv lead integrity warning occurred on 25-nov-2014 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: 4196 lead, implant: unknown; 4076 lead, implant: unknown. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.